Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs 2937457-2014-01210, 2937457-2014-01211, 1225714-2014-05128, 1225714-2014-05129, 1225714-2014-05130 and 1225714-2014-05131.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, during use of the product and subsequently expired on (B)(6) 2010.